Event description:
During vein stripping of left leg, the end nub of stripping device broke off inside the leg. The broken part was visible and was retrieved by an incision in the leg. All pieces of the device are accounted for and saved for quality.